Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent port placement using powersport clearvue implantable port with attachable 8f. During the procedure, the port base and the connecting pipe allegedly cannot be tightly connected. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport clearvue isp implantable port was returned for evaluation. Visual, microscopic, and functional evaluations were performed on the returned device.an attempt to load a one catheter segment with a cath-lock to the powerport clearvue was performed and was successful. The catheter and cath-lock were able to load and offload without issue. An attempt to load the second catheter segment with a cath-lock to the powerport clearvue was performed and was successful. The catheter and cath-lock were able to load and offload without issue. Therefore, the investigation is inconclusive as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier (UDI) #), g3, h4, h6(component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent port placement using powersport clearvue implantable port with attachable 8f. During the procedure, the port base and the connecting pipe allegedly cannot be tightly connected. There was no reported patient injury.